Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: additional code added to h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, additional information added to h10. The 16fr esheath+ was returned to edwards lifesciences for evaluation. Visual evaluation of the device revealed the following: liner is fully expanded, and distal tip opened as designed. Sheath distal tip is split. Scratches are noted near the distal tip. C-marker band can be visualized under the x-ray. Imagery provided revealed the following: the patient's left carotid artery was tortuous with undersized regions. Due to the nature of the event, no functional or dimensional testing was able to be performed. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath+ usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The split on the distal tip of the esheath+ was confirmed by evaluation of the device. Per device evaluation, the sheath distal tip is split and has scratches noted along the shaft. Sharp calcified nodules could create small tears or weaken the sheath, making it more susceptible to splits during delivery system advancement and/or removal. Per evaluation of the imagery, tortuosity is present within the patient's access vessel. Tortuosity can subject the sheath to suboptimal angles that can lead the delivery system and/or valve to catch onto the tip and also lead to the split. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (valve caught on sheath) may have contributed to the split distal tip of the esheath+. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
During post-decontamination evaluation of a returned 16fr esheath+, a sheath distal tip split was observed. As reported by an edwards lifesciences field clinical specialist, a tavr via cutdown of the carotid was attempted. Resistance was experienced as the 29mm commander delivery system was advanced to the ostial carotid. The decision was made to remove the entire system. The devices were removed as a unit. An aortogram was performed and revealed a dissection in the distal carotid. The vascular surgeon was able to stent the dissection without issue. They placed a patch at the arteriotomy and were not satisfied with how it looked, so they placed a tube graft end-to-end. Closure of the cutdown was then completed. The tavr was aborted, and the patient was discharged the following day. The esheath+ was returned to edwards lifesciences, and during post-decontamination evaluation, it was observed that the distal tip of the sheath was split.

Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference related manufacturer report no: 2015691202316411. Investigation is ongoing.